Manufacturer narrative:
(B)(4). Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect filter-migration, tilt, device unable to be retrieved'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e lot. (B)(4). PMA/510(k): k073374. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received 05jan2018 as follows: pt allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism and upcoming knee replacement surgery. Pt is alleging migration, tilt, device unable to be retrieved. An unsuccessful retrieval was attempted (B)(6) 2014.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 29/dec/2017 as follows: patient received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism and upcoming knee replacement surgery.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Additional information received on 07oct2016: it is alleged that "on or about (B)(6) 2014 [pt] was implanted with the cook filter prior to a knee replacement procedure. In (B)(6) 2014, it was discovered that the cook filter had significantly tilted. Doctors attempted to remove the cook filter; however, the cook filter would not yield and doctors abandoned the procedure, deciding that further attempts at removal would be too risky" patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: no imaging was provided and given the limited information provided, it would be inappropriate to speculate on what may have led to the reported filter tilt discovered approx. 4 months after filter placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014." Additional information received on 07oct2016: it is alleged that "on or about (B)(6) 2014 [pt] was implanted with the cook filter prior to a knee replacement procedure. In (B)(6) 2014, it was discovered that the cook filter had significantly tilted. Doctors attempted to remove the cook filter; however, the cook filter would not yield and doctors abandoned the procedure, deciding that further attempts at removal would be too risky" patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.